Event description:
It was reported that the pt's pump was filled with 18 mls of morphine, but at the 2007 refill visit, 16 mls was aspirated from the reservoir. A roller study was performed and it showed the pump to be fine. The pump was then filled with 18 mls of drug. The pt came back in for a refill in 2008 and again 16 mls was aspirated from the reservoir. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.